Event description:
It was reported that prior to starting a da vinci pulmonary lobectomy, the staff reportedly observed a broken wire on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Failure analysis investigation also found the grip cable was found derailed at the distal idler pulley. The grips could still open and close, but movement might not be precise. The cause of the cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys might have also contributed to the derailment. In addition, the instrument had frayed cable at the distal idler. There was no damage found on the clevis. There was no other damage found.